Manufacturer narrative:
The lifevest device was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a blister on his side. It was reported that the patient's blister did not break open. The patient consulted his physician who advised to remove the lifevest until the blister healed. Follow-up indicated that the patient had removed the device and was going to use a cream to prevent further blisters. The current medical state of the blister is unknown.